Event description:
Report received of air entering the IV set. The tubing was set up so that the blood pump tubing was connected to a 32 inch extension set with 2 luer activated valve (lav) ports. The tubing set up was primed with ringers lactate and connected to the patient. The anesthesiologist reported that the bulb of the blood pump was squeezed. When the bulb was relaxed, the distal outlet valve remained open and the resulting negative pressure caused one of the lav ports on the extension set to open which allowed an unspecified amount of air was introduced to the patient. There was no reported adverse patient event and no delay in therapy. Both the extension set and the blood pump set were changed and therapy was resumed without any further problems. Although requested, no additional information was available.